Event description:
It was reported, patient is experiencing pain in his thigh, groin area and on the outside of his leg. Also, he can't walk more than 200 hundred feet. Patient can not lie on the left side since surgery and can't walk without a cane. Patient is scheduled to have an MRI on tuesday, (B)(6) 2012. Patient states that the reason he had to have a hip implant was because he was in a car accident.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to either rejuvenate or abg ii. Additional information has been requested and if received will be submitted on a supplemental report. Device remains implanted.